Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen (unknown) 500 mcg/ml at 84.9 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported that the pump reached end of service (eos). Pump logs showed eos. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient continued taking oral medication and experienced no withdrawal symptoms. It was noted that the patient was ¿in the schedule¿ for a pump replacement and informed the hcp that the pump was at eos since (B)(6) 2017. The pump was replaced on (B)(6) 2017 and the drug was started at the current dose. The issue was resolved. The patient¿s status was alive ¿ no injury. The pump was discarded and would not be returned. Other medications the patient was taking at the time of the event and the patient medical history were unavailable. The patient¿s medical history and weight were unknown. It was later reported on (B)(6) 2017 that the surgeon was aware the morning of (B)(6) 2017 that the pump was at eos. It was the manufacturing representative's understanding that the patient's managing physician was also aware of the eos status. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial#: (B)(4), product type: programmer, physician (unknown programmer no longer applies). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient¿s weight was unknown as they were not in the office at the time of the event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.